Manufacturer narrative:
The surgeon positioned the 1st coil orbit 2.5*4.5 (details unknown) smoothly, then positioned the 2nd coil orbit (637hf0206/16007026) and noted the coil was not shaped as expected. The surgeon had to remove the coil and prowler 14 microcatheter (details unknown) as a unit. The coil had partly stretched out of the patient's body. The surgeon changed to a same like coil (details unknown) to complete the procedure. There was no report on patient injury. An adequate continuous flush was maintained through the microcatheter. There was no resistance during withdrawal of the coil through the microcatheter. It was not reported if there was a delay in the procedure. It was not reported if coil entanglement with previously placed coils was suspected to contribute to the event. It was not reported if the coil prematurely detached. The patient had right pcom with size 2.6*2.2mm. The surgeon used an envoy 6f gc (details unknown) to establish access. A non-sterile orbit helical fill 2x6 was received coiled, inside of a coil dispenser inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was found zipped and residues of dry saline solution can be observed inside of it. The support coil, gripper and the embolic coil were found stuck inside of the introducer due to the residues of dry saline solution. The support coil and gripper were found without damages while the embolic coil was found kinked / stretched. The gripper and embolic coil were inspected through the introducer under microscope; the gripper was found without damage while the embolic coil was found stretched. The failure reported by the customer as ¿coil ¿ stretched¿ was confirmed during the analysis. The condition of the embolic coil was apparently caused by applying excessive force on it but it could not be conclusively determined. The failure reported by the customer as ¿coil ¿ out of shape¿ was confirmed and appears that the damage found on the device was due to the stretched condition found on the embolic coil. However these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of damages from leaving the facility; therefore no corrective actions will be taken at this time.

Manufacturer narrative:
Review of DHR for lot 16007026 concluded no issues were noted that were considered potentially related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. For section 11. Concomitant medical products and therapy dates: orbit 2.5*4.5 (details unknown); prowler 14 microcatheter (details unknown); new coil (details unknown); envoy 6f gc (details unknown).

Event description:
The surgeon positioned the 1st coil orbit 2.5*4.5 (details unknown) smoothly, then positioned the 2nd coil orbit (637hf0206/16007026) and noted the coil was not shaped as expected. The surgeon had to remove the coil and prowler 14 microcatheter (details unknown) as a unit. The coil had partly stretched out of the patient's body. The surgeon changed to a same like coil (details unknown) to complete the procedure. There was no report on patient injury. An adequate continuous flush was maintained through the microcatheter. There was no resistance during withdrawal of the coil through the microcatheter. It was not reported if there was a delay in the procedure. It was not reported if coil entanglement with previously placed coils was suspected to contribute to the event. It was not reported if the coil prematurely detached. The patient had right pcom with size 2.6*2.2mm. The surgeon used an envoy 6f gc (details unknown) to establish access.